Manufacturer narrative:
Updated a.4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-29, serial/lot #: (B)(6), ubd: 03-jan-2026, UDI#: (B)(4) ; product ID: d-evolutfx-2329, serial/lot #: (B)(6), ubd: 01-jan-2026, UDI#: (B)(4) continuation of d10: product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, inside a patient with a bicuspid aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic balloon. Following deployment of the valve, while withdrawing the delivery catheter system (dcs), the nose cone of the dcs caught on the outflow portion of the valve. Subsequently, the valve dislodged into the ascending aorta. The valve was snared. A second valve was loaded onto a new dcs. Multiple attempts were made to advance the dcs through the dislodged valve, but were unsuccessful. The decision was made to take the patient to emergency surgery for a surgical aortic valve replacement. The valve was explanted, and the patient was stable. The surgical aortic valve replacement procedure was successful and the patient was discharged after 3 days in the hospital. No additional adverse patient effects were reported.

Event description:
Additional information was received that during the valve implant, the right femoral artery was used for access. A pre-implant balloon aortic valvuloplasty (bav) was performed and it was noted that the patient had a bicuspid valve. A non-medtronic guidewire (safari xs) was used during the implant. The valve was implanted into the patient's native annulus using cusp-overlap technique (cot) following training guidance for slow deployment. Prior to withdrawing the delivery catheter system (dcs), the nose cone was centered in the inflow. The implanted acknowledged that they pulled the dcs quickly the nosecone was going through. There was no anatomical features that contributed to the valve dislodgement. Per the physician, the patient's root angle (54 degrees) and shape of aortic arch may have contributed the the advancement difficulty of the second delivery catheter system (dcs). No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5 continuation of d10: product ID safari xs; product lot/serial number; product type: guide wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.